Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. The procedure was performed on (B)(6) 2015. According to the complainant, on (B)(6) 2017, the patient experienced less effect from her duodopa treatment. An abdominal x-ray was performed and found that the jejunal tube migrated to the ventricle. As of (B)(6) 2017, the patient experienced better effect compared from last week.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. The procedure was performed on (B)(6) 2015. According to the complainant, on (B)(6) 2017, the patient experienced less effect from her duodopa treatment. An abdominal x-ray was performed and found that the jejunal tube migrated to the ventricle. As of (B)(6) 2017, the patient experienced better effect compared from last week. Additional information as of january 10, 2018. The jejunal tube migrated from the jejunum into the stomach.